Event description:
A malfunction was reported on the pump by the caller, although there were no notable events preceding this issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose levels. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurred, which the caller acknowledged and understood.